Event description:
While performing a prophylaxis/cleaning, the p10 tip fractured at the shank. The patient swallowed the tip. The patient went to the hospital emergency room at 8pm on (B)(6) 2025 and was discharged at 10pm. X-rays confirmed the tip traveled to the stomach. The tip was passed via bowel movement on (B)(6) 2025. No further follow up was reported. The doctor was using ultrasonic built into chair (a-dec), acteon (satelec brand) speed 5 (mid speed setting).